Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no failures. A field service engineer inspected and observed no field pocket failures, and there were no failed storage spaces on the station. The customer tested all pockets and confirmed that no failures occurred during their testing. The system was functioning as expected. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.